Event description:
It was reported that the lead was explanted and replaced due to insulation abrasion and noise. No externalized conductors noted via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found an external insulation abrasion at 12.0cm - 12.3cm from the connector pin, consistent with friction to the ICD can. The etfe coating was intact at the same location.